Manufacturer narrative:
Block b3: exact date approximated, event occurred six years prior to the date the manufacturer became aware of the event. ' block d2b: pro code (product code): lgw, qrb.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was no longer holding a charge causing inadequate stimulation and the patient's pain had worsen. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.